Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that water accumulates in the cuff. Although there is a description in the package insert, we felt that there were more than expected. The event occurred during patient use/administration at facility. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. As no lot number was provided, no review of manufacturing records could be conducted. Based on the results of the investigation, the reported complaint could not be confirmed.